Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 4 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported no significant findings during the implant removal surgery. Bone was grafted at surgery location and patient will retry implant placement at a future date.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 4 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported no significant findings during the implant removal surgery. Bone was grafted at surgery location and patient will retry implant placement at a future date.

Manufacturer narrative:
Please see attached summary memo.